Event description:
It was reported that the surgeon noted that when he fired the device, it misfired. When he fired the device again, multiple clips came out at once. No patient consequences reported.

Manufacturer narrative:
(B)(4). Exact event date unknown, entered as first date of month received information. Batch #x94f3z. Additional information was requested and the following was obtained: please clarify how the device "misfired". Did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? If other, please specify were there any patient consequences? If yes, please describe. Dr. Did not feel that the device was feeding the clips properly from the beginning; after the first clip multiple (subsequent) clips fell out of the device. Then surgeon had a couple malformed clips(odd shape). No patient consequences. " investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the number of clips remaining. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when the 13th clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired. The event described could not be confirmed as the device was returned empty.